Event description:
Information was received from a patient regarding an external device. The caller had a broken desktop charger connector pin. Patient will call back with serial number in order to request replacement. Additional information received from the patient. The patient called back and repeated their concern regarding the desktop charger, but they couldn't confirm if the connector pin was broken. The patient said they were in a wheelchair and the desktop charger was across the room, so they will call back once they have someone to help them access it. Additional information received from the patient. The patient called back with the desktop charger in hand. The patient said they could see a white arrow on top of the recharger, but they couldn't see the white arrow on the end of the desktop charger cord. The patient confirmed the connector pin was attached to the desktop charger cord. The patient was trying to plug the desktop charger into the recharger, but they were having difficultly because their hands were shaky. Agent asked the patient if their therapy was turned off, and they confirmed the therapy was turned off. The patient then said they could not turn the therapy back on. Agent asked the patient if they had a patient programmer, and they confirmed they have one but it was across the room. The patient said they will call back for further assistance once they have someone with them to help. Additional information received from the patient. Patient called back and repeated information about the desktop charger and confirmed that the desktop charged is plugged in and the arrows are lined up and the recharger is plugged in. Patient asked for review of the icons that were coming on the screen. Reviewed information. Patient also said that believes that the antenna is securely plugged in. With instruction patient started a recharge session and said that implant is almost completely charged however doesn't have any of the efficiency boxes shaded. Patient said will work on this herself. Patient then went to get the patient programmer and call disconnected. Reviewed button use however regardless which button was pressed; nothing came up on the screen. Reviewed replacing aaa batteries however patient and their husband were unable to upon the battery compartment. Patient was redirected to request that a nurse come and assist with replacing aaa batteries in the patient programmer, as patient said that they are in a nursing home. Patient to call back if further assistance is needed once they have someone with them to help. See pe 707732534 for report of frayed charger.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.